Event description:
The customer contacted philips healthcare for the device fails opts check due to device not recognizing the pressing of the charge and discharge buttons on the external paddles. There was no reported patient involvement.